Event description:
Complainant alleged that during a routine shift check by a clinician, the device blew a fuse. Complainant indicated tha there was no patient involvement in the reported malfunction.